Manufacturer narrative:
As reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) was "broken" and the device did not enter an unknown sheath; therefore, the product was not available. There was no reported patient injury. The sealant sleeves were broken, though the exact nature of "broken" was not specified. The device was being used in a coronary angiogram (cag) procedure. The procedure used a retrograde approach. Hemostasis was achieved, but the method was not specified. The mynx control vcd was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device/packaging damage prior to use. The patient did not have any known relevant medical history. The femoral artery suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel type was the femoral artery, and its diameter was verified to be greater than or equal to 5 mm. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The sealant was deployed completely above the access site and was not dislodged from the arteriotomy. It was unknown if the sealant seemed to stick to the device. The device storage temperature did not exceed 25°c. The patient was not thin, and the vessel depth was not shallow. It is unknown if button #1 was fully depressed, if the balloon was fully deflated, or if button #2 was fully depressed. No resistance was noted during the use of the device. A non-sterile mynx control vcd, 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that buttons 1 and 2 were not depressed, and the stopcock was found in the open position with a syringe attached to the unit. The sealant was exposed at the distal end in its manufactured position due to the sealant sleeves being frayed/split/torn. The sheath used with the unit was not returned for this evaluation. No additional anomalies were observed during this analysis. No dimensional analysis was performed due to the condition of the sealant sleeves. Per functional analysis, an insertion/withdrawal functional test could not be performed due to the condition of the sealant sleeves. However, functional testing was executed due to the premature exposure of the sealant. After obtaining the adequate tension indication, both buttons were depressed, achieving the deployment of the sealant and the retraction of the balloon, showing no traces of any malfunction related to possible deployment difficulty. A magnified visual analysis of the sealant outer sleeves was conducted. During this analysis, it was concluded that the sleeves were frayed/split/torn. Additionally, premature exposure of the sealant was observed at the distal portion. The reported event of ¿sealant sleeves (cartridge assembly)-damaged¿ was confirmed through analysis of the returned device as the sealant sleeve assembly had conditions observed as ¿sealant sleeves (cartridge assembly)-frayed/split/torn.¿ additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or incorrect insertion angle) and/or the condition of the sheath (although not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the observed failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) was "broken" and the device did not enter an unknown sheath; therefore, the product was not available. There was no reported patient injury. The sealant sleeves were broken, though the exact nature of "broken" was not specified. The device was being used in a coronary angiogram (cag) procedure. The procedure used a retrograde approach. Hemostasis was achieved, but the method was not specified.the mynx control vcd was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device/packaging damage prior to use. The patient did not have any known relevant medical history. The femoral artery suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel type was the femoral artery, and its diameter was verified to be greater than or equal to 5 mm. There was no presence of pvd or calcium in the vicinity of the puncture site. The sealant was deployed completely above the access site and was not dislodged from the arteriotomy. It was unknown if the sealant seemed to stick to the device. The device storage temperature did not exceed 25°c. The patient was not thin, and the vessel depth was not shallow. It is unknown if button #1 was fully depressed, if the balloon was fully deflated, or if button #2 was fully depressed. No resistance was noted during the use of the device. The device was received for evaluation. Addendum: per pe findings, the sealant was present exposed on the distal end in manufacturing position due to a sealant sleeves observed frayed/ split/ torn condition observed to be present in the unit as received.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.